Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported cause of implant not staying charged was due to aging. Battery will be replaced. Appointment set up.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that their implant won't stay charged for the past year so mdt rep liz said they were going to put in a battery that lasts 3-5 years. Caller wanted to know when that procedure would happen, and who would be performing the procedure. Caller noted they were implanted by dr. Engle and had an appointment scheduled with them tomorrow, but it was just cancelled by the clinic. Caller stated they weren't sure when it would be rescheduled for and they feel like they're getting the reach around. The patient was redirected to their healthcare provider to further address the issue. Additional information received. Rep stated the last time she saw the patient was on (B)(6) 2022; it was determined to be the issue of patient education/user error in regard to charging. Rep evaluated the device and found no issues. Patient re-education was performed. Rep did mention to patient the option of electively replacing the device for a non-rechargeable device if charging was cumbersome for the patient, but here were no device issues. Rep had no further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.